Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit failed leak test.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated data: b4,,e1(name & email),e2,e3,g3,g6,h2,h10,h11 corrected data: b5,b6,b7,d5,d10,g2,h6(clinical & impact).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit failed leak test. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component code, investigation conclusion), h10. It was reported that during preventive mainenance done by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) unit failed pneumatic interface module test. Fse removed and replaced pim module and re-tested, unit has passed all test and calibrations and is now ready for clinical use.